Event description:
When surgeon made the knot the durabraid was torn and the surgeon was able to remove the durabraid by grasper but was not able to remove the anchors. Then he switched to item ultrabraid # 2 cobraid suture. A total delay of 30-minutes was experienced to the shoulder surgery. Malfunction report form states there was no pt injury.

Manufacturer narrative:
Device is not being returned for evaluation therefore, no determination could be made for the reported device failure.